Manufacturer narrative:
The investigation determined that the calibration and qc were acceptable. A general instrument or reagent problem could not be identified the investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs assay results for 1 patient sample tested on a cobas 6000 e 601 module. On (B)(6) 2019 three sample tubes were collected from the patient at the same time. On (B)(6) 2019 the initial troponin t result from the first sample tube was 307.8 pg/ml and was reported outside of the laboratory. The physician questioned the result and the sample was repeated twice. The repeat results were 165.0 pg/ml and 8.55 pg/ml. On (B)(6) 2019 the troponin t result from the second sample tube was 7.44 pg/ml. On (B)(6) 2019 the troponin t result from the third sample tube was 7.36 pg/ml. The lower troponin t results were considered correct. The troponin t reagent lot number was 39673601 with an expiration date of 31-jul-2020.

Manufacturer narrative:
The patient was admitted due to elevated troponin t, elevated c reactive protein, and general state of health on (B)(6) 2019. Presentation to the family doctor with the following findings: "dyspnoea at low stress and tachycardia. For a few days weakness, no fever, feeling unwell. Coughing, slimy yellowish. Smoker anamnesis positive. Back pain, shortness of breath during exercise, no chest pain. No tumor disease, no immobility, no pain in the legs." Results from patient's echocardiogram on (B)(6) 2019: "sinus rhythm, indifference type, heart rate 117/min, no disturbance of the regression of excitation. R/s envelope in v4, s-persistence up to v6." The patient had the following transthoracic echocardiography results from (B)(6) 2019: "lv left ventriclenormal size, no lv-hyperthophy. Ra/rv pap not derivable. Av no aortic valve stenosis, no aortic valve insufficiency. Mv minimal mitral valve insufficiency." Other findings for the patient: "epicardial separation, fat tissue accordingly. Crp dynamics: 53.8 - 49.8 - 33.4 - 17.1 - 12.3. Cpk dynamics: 95-88 troponin in hospital 10.4 - 9.41 pg/ml, no cardiac catheter examination. " the patient was hospitalized from (B)(6) 2019 to (B)(6) 2019.